Manufacturer narrative:
A replacement device and 21 mm breast shields were sent to the customer and return of her original device and 21 mm breast shields was requested for testing/evaluation. Additionally, the reporter was advised to have the customer contact a lactation consultant for assistance with breast shield sizing. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer's relative alleged to medela llc that the customer's pump in style breast pump had an excessive air leak coming from the port plug and that the 21 mm breast shields were too big. He additionally alleged that the customer had mastitis from pumping and breastfeeding, for which she was prescribed an antibiotic.

Manufacturer narrative:
The device was returned with the customer's parts and accessories, except for the 21mm breast shields, and was evaluated on 10/01/2018. The device passed suction and cycle specifications. Refer to attached evaluation; pictures were intentionally excluded due to irrelevance. The customer's report of low suction could not be confirmed, although during the evaluation a noise was detected. [(B)(4)].